Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump alarmed button error. Troubleshooting was performed, but the insulin pump could not be restored to normal operation. Nothing further was reported.